Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in a restenosed previously stented lesion in the distal right coronary artery (rca) with one 3.5 x 18 mm xience v stent and in a de novo lesion in the mid rca with one 3.5 x 28 mm stent. On 03/25/2011, the patient was hospitalized with increasing symptoms of angina and underwent percutaneous coronary revascularization in the mid rca target vessel, non-target lesion with placement of two xience v stents. Additionally, post procedure, the patient experienced elevated troponin levels which were not treated. ECG showed no myocardial infarction. The patient's condition resolved and the patient was discharged home one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.5 x 18, other: clopidogrel, aspirin. There was no reported product deficiency. The reported angina and re-stenosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.